Event description:
This supplemental report is being filled to include device explant information.

Manufacturer narrative:
This supplemental was filed to provide additional information regarding device explant.

Event description:
It was reported that this patient's device is currently on advisory for premature battery depletion. Premature battery depletion is suspected at this time. Replacement was recommended, however the device remains in service. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.